Event description:
It was reported that guidewire stuck was experienced. The farawave pulsed field ablation catheter was prepped according to instructions for use. The merit inqwire rosen j tip guidewire was inserted and moved freely. The farawave catheter was advanced and deployed into basket configuration and pulsed vein isolation was completed in basket and flower positions moving around the left atrium without issue. When the physician undeployed the catheter to neutral position and brought the system back to the right atrium to do a cavotricuspid isthmus (cti) line, the merit inqwire rosen j tip guidewire would not advance or retract into the farawave catheter. The device was visualized on fluoroscopy and there were no obvious kinks in the wire or the catheter. Both the farawave catheter and the merit inqwire rosen j guidewire were removed from the body. No tissue was seen at the tip of the catheter or guidewire. A new farawave catheter and rosen j wire were prepped and advanced for the cti line, ablation completed successfully. There were no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave catheter was visually inspected, and no abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. During product analysis the device passed all test performed, showing no evidence of the reported allegation. Based on the information provided, a farawave catheter was used to treat a cavotricuspid isthmus (cti). Cavotricuspid isthmus (cti) is not a commercially approved use for the farawave catheter, as the catheter is currently commercially approved for the treatment of paroxysmal atrial fibrillation only, pulmonary vein isolation (pvi) ablations only.

Event description:
It was reported that guidewire stuck was experienced. The farawave pulsed field ablation catheter was prepped according to instructions for use. The merit inqwire rosen guidewire was inserted and moved freely. The farawave catheter was advanced and deployed into basket configuration and pulsed vein isolation was completed in basket and flower positions moving around the left atrium without issue. When the physician undeployed the catheter to neutral position and brought the system back to the right atrium to do a cavotricuspid isthmus (cti) line, the merit inqwire rosen j tip guidewire would not advance or retract into the farawave catheter. The device was visualized on fluoroscopy and there were no obvious kinks in the wire or the catheter. Both the farawave catheter and the merit inqwire rosen j guidewire were removed from the body. No tissue was seen at the tip of the catheter or guidewire. A new farawave catheter and rosen j wire were prepped and advanced for the cti line, ablation completed successfully. There were no patient complications. The device was received for analysis.